Event description:
Caller reported not seeing insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer followed technical support's guidance to fill and load a new cartridge but did not resolve issue, leading to a potential pump replacement. Despite being informed of an out-of-warranty replacement option, caller sought to renew warranty through sales. No further action was required.